Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not stay in standby, goes back into ventilation mode right away. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The average air slpm (standard liter per minute) readout on the pneumatics screen is -1.1 with flow and pressure set to zero. The rse advised that it is out of tolerance of -1.0 to 1.0. Advised to replace the flow sensor assembly, provided parts ID for replacement. Investigation ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered flow sensor assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.